Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decline in hearing perception some months ago. Also the internal device had moved from its original site. It was noticed that the internal part could be moved with the fingers from the outside. Re-implantation is being considered.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a decline in hearing perception some months ago. Also the internal device had moved from its original site. It was noticed that the internal part could be moved with the fingers from the outside. No injuries have been reported as well as no previous infection. Re-implantation took place on (B)(6) 2019.